Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received insulin flow blocked alarm. Customer¿s blood glucose level was unknown. Customer was reporting a past event. Customer reported that the alarm did not occur during fill tubing. Customer reported that the event was resolved by restarting the basal rate. Customer did not change the set and reservoir and neither set or reservoir would be changed. Customer also stated that they can run a self test. Customer wishes to continue troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test.the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device also passed the prime test with no unexpected insulin flow blocked alarm or no delivery alarm noted. The low reservoir alarm was set to 30.0 units. Device properly alarmed low reservoir with 30.0 units remaining in the device status screen. Device was then programmed with multiple boluses and monitored. All boluses delivered properly with no unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device had minor scratched display window, scratched display window cover, scratched case and a pillowing keypad overlay.